Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 20403876.

Event description:
It was reported that the patient obtained a staphylococcus aureus infection prior to or during the implant procedure of the spinal cord stimulator (scs) device. The patient was admitted to the hospital and was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.